Manufacturer narrative:
Support investigated and determined studies were not reverting to unverified due to the "overwritefuturestatus" setting being set to no. Technical support explained what the function of the setting is to the customer and the importance of this being set to yes. Once the setting is set to yes, new images being sent into the system will trigger the study back to unverified status to alert the user of new images. Client agreed to change setting to yes and restart services on (B)(6) 2017 for it to take effect. Merge to follow up with customer to verify changes put in place. No indication of any patient impact.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. A customer contacted merge pacs technical support on (B)(6) 2017 and alleged that studies were not going back to an unverified state if more images were sent into the system and appended to the patient's study after the study was evaluated. This issue is due to an overwrite status field being set to no. When the overwrite status is set to yes, it changes the study back to unverified to alert the user of additional images. With a customer being potentially unaware when a new image is added to a study, there is a potential for delay in the diagnosis and/or treatment of a patient that could lead to harm. However, the issue was apparent to the user and there is no indication of harm to a patient as a result of this issue. (B)(4).

Manufacturer narrative:
Merge healthcare has completed their investigation and determined merge pacs software is working as designed. Merge took further action to update the merge pacs upgrade and install instructions to remove any modifications of the overwrite status to ensure the setting remains the same as previously configured. If the customer chooses, they may have this setting turned on and off as needed.  Customer confirmed that they have a manual workflow in place to prevent any images from being missed. Client further confirmed that they are not aware of any patient harm due to this issue. No additional action is needed.